Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a blank screen. The device was returned to nihon kohden, however it has not yet been evaluated. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a blank screen.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) has a blank screen. The unit has been evaluated and the customer's complaint has been confirmed. The inverter pcb was replaced to resolve the issue. Additionally, the unit had a worn out touch screen and nibp failed step deflation test. Replaced touch screen and nibp safety pcb to resolve given issues. Tested and completed all steps in the maintenance check sheet per service manual. The device has been repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.